Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported image loss was not duplicated. The electric wires in the video connector and solder conditions were also checked, but no irregularities were found. Although it was confirmed that the signal cable connected to the ccd had buckling, it did not duplicate even if the corresponding part was twisted. Also omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Because there is buckling in the signal cable connected to the ccd of the subject device, there is a possibility that it is disconnected inside, but the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the procedure for therapeutic. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.